Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence and the pump was not working properly. The customer changed the cartridge to resolve the issue. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 398 mg/dl.